Manufacturer narrative:
(B)(4)

Event description:
The loaner device was previously returned to pentax medical from a customer on 11-dec-2019 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 18-may-2021: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, distal tip annual maintenance, air/ water socket cylinder o-ring chipped, passed wet leak test, passed dry leak test, prism glass glue missing. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-ring(0.5x1.3) imp-1 model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 11-oct-2018. The endoscope was approval by final qc on 15 -jun-2021 and was put back into loaner inventory.